Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: on examination, there was visible moisture in the display. A leak test was performed revealing a display lens leak. On investigation, the audio bolus button was unresponsive. The audio bolus button cover was removed to reveal moisture on the button contact. All the keypad buttons had intermittent response. The keypad cover was removed for investigation did not reveal any evidence of defect. The vibratory function was noted to be absent. The pump was opened for investigation and revealed corrosion of the vibration motor and the keypad flex connector. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.